Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the 90 percent stenosed mid left anterior descending (lad) artery and the proximal left circumflex (lcx). There was calcification from the left main trunk (lmt) to the lad. The lesion was pre-dilated using a maverick2 monorail 2.0x15mm. Another MFR's stents were deployed in the proximal lcx and from the lmt to the proximal lad. The maverick2 monorail balloon was passed through a strut of the stent and placed in the lcx. Another MFR's balloon was placed in the proximal lad. These balloons were inflated using the kissing balloon technique (kbt) but the maverick2 was ruptured at 8atms on the third inflation. The atms of the first two inflations is inflation. The atms of the first two inflations is unknown. The procedure was successfully completed with a different device. There were no reported pt complications. Patient status listed as "good."

Manufacturer narrative:
The device was not returned for review therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for top assembly batch # 9173029 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the event is unknown.